Event description:
Customer contacted ameda inc on (B)(6) 2015 to report the purely yours breast pump she uses to exclusively express breast milk for her preterm infant in the nicu, began to experience decreased suction as the motor base began shaking and got hot to touch during use on (B)(6) 2015. Customer reports these issues led to decreased milk output, breast engorgement and left breast mastitis which was diagnosed on (B)(6) 2015. Customer contacted her healthcare provider on (B)(6) 2015 and was prescribed a 10 day course of oral antibiotics. Customer reports feeling improvement within 2 days.

Manufacturer narrative:
Prod was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda spec for suction and speed, but did not pass visual inspection standards. Evidence of malfunction was observed.